Event description:
Mtp [multidisciplinary team] called on patient at 2350. Myself and intensive care charge 2, responded with ICU's belmont. Belmont set up and primed with normal saline. Once primed and connected to the patient, the machines air detector began alarming and would not infuse. Tubing closely inspected with no air bubbles identified throughout the circuit. Device troubleshooted multiple times without success. Tubing appeared intact with no identifiable leaks or bubbles. Entire tubing setup ultimately changed out for a new set. Initially, the air detector began alarming on the new set and entire set was primed with about 500cc normal saline before it would run appropriately. The entire process of troubleshooting the machine delayed the patient getting blood products in a timely manner.